Event description:
It was reported that, approximately five weeks post implant, the implantable pulse generator (ipg) system was explanted. Hospitalization was required as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.